Event description:
Report received of an over-delivery of narcotic due to programming error. It was reported that the pt was to receive pain mgmt therapy via the apm ii pump. The ordered settings were for dilaudid 1 mg/1ml concentration in the continuous + bolus mode to deliver 0.1mg/hr with a bolus dose of 0.1 mg every 10 mins. There was no 4-hr lockout selected. According to the customer contact, it is believed that the pump was programmed with an incorrect drug concentration. The actual concentration of the dilaudid was 1mg/1ml, but the pump was programmed for a concentration of 0.1mg/1ml. The infusion was started at 9:15pm the day before the event. The pt suffered respiratory distress with oxygen saturation levels in the 40's at 6:40am on the event day. The pt was reportedly manually bagged with an ambu bag and 100% oxygen, was intubated and transferred to the intensive care unit. The pt also received an unspecified amount of narcan to reverse the respiratory distress. The pt was discharged from the intensive care unit later that same day. The pt has since been discharged from the hosp. Though requested, there was no further info available.